Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The c-arm power supply, workstation power supply along with a vcsi upgrade kit were replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality. There is no report of a patient injury of a patient injury or death associated with this event.